Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material inside of the jet tube. Additionally, there was no water feed due to damage on the auxiliary water inlet of the endoscope connector. These findings were due to mishandling of the scope. Upon further inspection, it was observed that the bending angle in the down direction did not meet the standard value due to wear of the angle wire. It was also observed that the light guide lens had a chip. It was observed that the adhesive around the light guide lens and on the bending section cover had a crack. Lastly, it was observed that the coating on the universal cord had peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope jet channel was plugged with a metal clip that was stuck. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. The customer confirmed the user accidently sucked up the clip during the procedure. Olympus will continue to monitor field performance for this device.